Manufacturer narrative:
(B)(4). Insulin pump received with failed batt test alarm, problem isolated to electronic assembly. Unable to perform displacement, self test, sleep current measurement, active current measurement tests or verify unexpected battery power loss alarm due to the failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had repeated replace battery and battery failed alarm after low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.